Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and needed assistance with sensor calibration. Blood glucose level at the time of the incident was 40 mg/dl. Customer was advised to wait for 2 hours to see if the sensor would ask for another calibration. Customer declined troubleshooting for low reading. It was unknown if the auto mode feature was active. The sensor will not be returned for analysis.